Event description:
Customer called to report that the coulter lh750 hematology analyzer leaked 3 to 4 milliliters of diluted blood onto the countertop in the center front of the instrument in front of the blood sampling valve (bsv). Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the leak was due to a small tear at the restrictor tubing for the diluent input to the diff (differential) mixing chamber. The pressure sprayed the moisture over to the location of the bsv, causing it to appear as though the leak came from that location. Only diluent passes through this tubing, and the fse did not observe any blood. The fse replaced the tubing to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cause of the leak is attributed to the tear in the diluent restrictor tube input to the diff mixing chamber. The source of the blood observed by customer is unknown, but may be attributed to the location where the diluent was sprayed near the bsv.

Manufacturer narrative:
(B)(4).